Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted for right ventricle failure. During interrogation, it was noted multiple low flows and low speed advisories with a couple of pump stops on the evening of (B)(6) 2023. This happened with positional changes. None had occurred since then. The patient had several compromised areas on their driveline covered in rescue tape. The patient would not be a candidate for pump exchange but might be a candidate for external driveline repair if needed. The log file captured 15 pump stops and 15 low speed advisories on (B)(6) 2023. These issues only appear to be occurring while the vad was connected to the power module. The log also noted a single yellow wrench alarm on (B)(6) 2023 due to an lcd fault event that self-corrected. A controller change is not necessary at this time.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported alarms and pump stop events. Although a specific cause for these events could not be conclusively determined through this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The reported superficial damage to the driveline could not be confirmed. Additionally, a direct correlation between the device and the reported right ventricular failure could not be conclusively established through this evaluation. It was reported that the patient was admitted for right ventricular failure. During device interrogation, multiple low flows, low speed advisories, and pump stop events were observed on the evening of (B)(6) 2023 which reportedly occurred with positional changes. It was also noted that the patient's driveline had several compromised areas which were covered in rescue tape. No further alarms were noted since (B)(6) 2023, and the patient was reportedly not a candidate for a pump exchange. The submitted log file captured several transient low speed and pump stop events on (B)(6) 2023 while the patient was being supported by the power module. These events were associated with low speed hazard, low flow hazard, low speed operation, and motor stopped alarms. No other notable events or alarms associated with the pump were observed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii lvas patient handbook, rev. C are currently available. Section 1 of the IFU lists right heart failure as an adverse event which may be associated with the use of heartmate ii lvas. Section 6 of the IFU outlines the indications of right heart failure and provides the recommended treatment options for patients with right heart failure. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.